Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out (b5, e1-email, and g2) and to provide a correction to the initial (h4). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely use error involving the olympus device could have caused or contributed to the harm in this case. However, the subject device was not returned, and a specific root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the settings for the esg-150 are it knife is pulse cut slow effect 3 40w forced coag, effect 3 25w hemostatic forceps are soft coag effect 4 80w. It was thought by the user that the effect may have been high, and the user ended up talking about lowering the setting by one by one next time.

Manufacturer narrative:
This report is being submitted, to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was not returned. This report is linked to the following patient identifiers: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic endoscopic submucosal dissection a perforation occurred in the stomach. The hole was closed with a paper clip and the procedure was cancelled. The patient is under observation. The doctor did not say it was a device malfunction. The patient was hospitalized and is under observation.